Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain on the side of the implant, and the surgeon requested review of a CT scan. No further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was previously reported under 0001032347-2026-00048. Therefore, this report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was previously reported under 0001032347-2026-00048. Therefore, this report should be voided.